Event description:
For at least the past 6 or 7 months, I have been having headaches off and on, without any reason (like pollen or allergies). My biggest concern is my lower back on the right side. I keep having a nagging pain to sharp pain just above my right kidney. Initially I thought it was how I was sitting in my office chair but I changed positions many times. My right side lower back continually hurts sitting or standing. I also cough more and have a stuffy nose more than usual. Since I received the letter about my philips respironics CPAP machine, it now seems to make sense why my back hurts and I get headaches now. FDA safety report ID # (B)(4).